Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. Visual inspection found the cable covers were damaged. The module failed functional testing, doesn't power on and was unable to obtain measurements when the uspo2 cable was connected to a power source. X-ray imaging showed damages to the cable near the ch connector that prevents it from powering on and obtaining measurement. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported low readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported low readings. No consequences or impact to patient were reported.